Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted and replaced due to vaulting (z-syndrome) after bilateral iol implant. This report pertains to lens 2 of 2 for the same patient. Please reference MDR# 2031924-2014-00049 for lens 1 of 2. Add'l info has been requested.